Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03793 & 0001825034-2017-03794.

Event description:
It was reported a patient underwent hip revision approximately six years post-implantation due to elevated metal ion levels and pain. During the procedure, clear fluid encountered and sent for culture, synovectomy performed, and synovium sent for frozen section were noted. The modular head and cup were removed and replaced. A dual mobility bearing was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent hip revision approximately six years post-implantation due to elevated metal ion levels and pain. During the procedure, clear fluid encountered and sent for culture, synovectomy performed, synovium sent for frozen section were noted and necrosis were noted. The modular head and cup were removed and replaced. A dual mobility bearing was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.